Event description:
Information was received that during use of this smiths medical cadd administration sets, under delivering was noticed. Reported that upon completion of a drug in a 250ml bag, the nurse identified 109 ml remaining in the bag using a syringe. It was reported that the pump displayed the total amount delivered but the issues was concerning the pump delivery and functionality. No reported adverse effects or patient injury.

Manufacturer narrative:
Other, other text: h3: one picture of a cadd administration set was received for evaluation. During the analysis conducted, it could be observed a top view of the pressure plate, and a deformation can appreciate on the pump tube where the piston of the pump has contact with the tube. Sixteen samples of a cadd administration set, part number 21-7322-24 and lot number 3886095 were received with one in used condition inside a plastic bag without its original packaging and the other 15 in unused condition inside a plastic bag with their original sealed packaging. The samples were visually inspected at a distance of 12? To 16? Under normal conditions of illumination. No damages were found on the used sample; however, the arch height on the pump tube was low and almost flat. The used sample was also received without the blue clip. There was no damage on the other 15 samples, however, arch height pump tube on one sample looked almost flat. The samples were set for accuracy testing using a pump solis vip and a balance mettler toledo to look for unusual function during accuracy test. From the sixteen samples received, only eight samples were tested due to the confirmation of under delivery reported; due to the confirmation the other eight samples were not tested. The one used sample passed functional accuracy test with a result of -6.351%, but at edge of the lower acceptable limit (+/- 7%). From the other seven unused sample, one of them failed the test with a result of -7.994%; the sample that failed test coincided with the sample detected during visual inspection which arch height pump tube is almost flat. The reported issue was able to be confirmed. The most likely cause of the issue is that inadequate process controls for tube arch height and tube placement have allowed pump tubes on cadd disposable to have too low a tube arch and to not be centered. Tight and misaligned pump tubes have resulted in reduced fluid delivery.